Event description:
The patient was implanted with the device on (B)(6) 2009, at (B)(6) hospital. While undergoing physical therapy at nearby and affiliated shepherd center the patient experienced cardiac arrest on (B)(6) 2009. Patient was resuscitated and the device was turned off. Patient has a cardiac pacemaker that was off at the time of the event.

Manufacturer narrative:
A synapse biomedical representative (clinical specialist) was present for the testing conducted at the user facility on (B)(4) 2009. Risk of cardiac arrhythmia is identified in the surgeon instruction manual on page 12 (synapse part #77-0050 rev a): "there is a risk of cardiac arrhythmia being caused by the placement of the electrodes in the chest cavity." On page 30 of the manual, clinicians are instructed to test for cardiac interference: "an EKG strip is recorded with all four electrodes active to be sure there is no capture of the cardiac rhythm." The recommended testing was performed at the time of surgical implantation but the instructions in the manual are not sufficiently detailed to instruct the clinician to test for cardiac rhythm capture with the patient in various positions. This is a rare event and we do not believe other patients are at risk. We will revise the relevant labelling to include more detailed instructions for testing for cardiac rhythm capture and submit the change as a supplement to the hde. Additional serial #: (B)(4).